Event description:
A malfunction alarm with code malf 0 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and there were no recurring issues after the reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.